Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Spindle impacted with face [face injury]; brushhead started to come away from the spindle when in use / the spindle (impacted) with face [injury associated with device]; brush head started to come away from the spindle when in use / defective toothbrush / brush head rising off the spindle [device breakage]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that the oral-b brushhead, version unknown had started to come away from the spindle of his/her oral-b rechargeable toothbrush, version unknown (oral-b 2000) when in use. The consumer described that the spindle certainly impacted with his/her face unless he/she was holding the brush head and the body of the appliance in place manually; he/she also noted that the battery life was very poor. The consumer stated that he/she purchased this defective toothbrush in 2014/5 to replace one that he/she had used without any problem for about 6 years. The case outcome was unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she had never before had a problem with a braun/oral-b product. The consumer had a video taken a few days prior that showed the brush head rising off the spindle. The consumer noted that the battery power of his/her new replacement brush was about three times of the replaced toothbrush. No further information was provided.